Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject bc192 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that one of the tubing of the bc192 flexitrunk infant nasal tubing, was observed torn on the circuit end side, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc192 flexitrunk nasal tubing system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc192 flexitrunk nasal tubing.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc192-05 flexitrunk infant nasal tubing was found broken during use on a patient. There were no reported patient consequences.